Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Unable to perform functional test due to blank display. Unable to verify unexpected restart, battery out limit due to blank display anomaly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. No constant tone anomaly noted.

Event description:
Customer reported via phone call that she fell into the pool with the device. Customer's blood glucose was 197 mg/dl. Device had a blank display. Device alarmed a battery out limit alarm after a new battery was inserted. Device also alarmed an unexpected restart alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.